Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. On an unknown date, the patient was treated with unspecified antibiotics for the peritonitis. The patient was discharged from the hospital four days after hospital admission. The patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.